Event description:
The penumbra system reperfusion catheter 032 was kinked in the package. The hosp used the kinked catheter successfully.

Manufacturer narrative:
Results: there is a kink visible in the proximal section of the catheter, 34 cm distal of the hub. A 0.032¿ mandrel was introduced into the hub end and advanced distally. Friction was encountered when the mandrel passed the kink location. Once past the kinked region, the mandrel was able to advance beyond the distal tip of the catheter. The catheter is damaged but functional. Conclusion: the damage noted in the complaint is confirmed. The cause of the damage could not be determined. This damage may have occurred if the catheter was removed from the packaging hoop at an angle. The complaint states that the catheter was damaged when it came out of the package and that it was used successfully. The product IFU recommends inspection of the system components prior to use and specifies that only undamaged product should be used in pts. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.